Event description:
Surgeon reports that two of his patients had sterile cysts that developed over time at the entry of the tibial tunnel. The cysts were excised and a slightly brown fluid was observed. The screw had also degraded. Sales rep. Confirmed that the patients are doing fine and that the graft was an allograft. It was also stated that one of the screws was removed and the other was found to be degraded to a chalk like consistency when excised.

Manufacturer narrative:
Device is not being returned for evaluation. No direct link could be made to the condition of the patient with any smith & nephew device.